Manufacturer narrative:
Age, sex, weight and ethnicity: information requested however, not provided. Lot number, expiration date and UDI number not available as lot number was unknown. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Manufacturing date not available as lot number was unknown. At the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. For this reported event, lot# was not reported and cannot be obtained. Therefore, manufacturing record review cannot be performed. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 75% of the raster had been completed when suction loss occurred with the patient interface. Doctor tried to reapply the suction ring twice but there was too much swelling. Patient was brought back at a later date and completed treatment. New flap was created 35 microns deeper and patient is doing very well. No patient data was given and no lot number was provided. No additional information was received.